Event description:
It was reported that the as lvp 20d 1.2m wouldn't prime past the filter due to flow issues/blockage. The following information was provided by the initial reporter: "tubing wouldn¿t prime past filter."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the tubing wouldn¿t prime past filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m wouldn't prime past the filter due to flow issues/blockage. The following information was provided by the initial reporter: "tubing wouldn¿t prime past filter."